Event description:
Initial result for a pt glucose was o mg/dl. When repeated, the result was 165 mg/dl. The incorrect result was not used to guide treatment. The field service rep found that a vacuum tube was pinched and repaired the instrument by freeing the tubing.